Event description:
It was reported that the patient had a miniarc implanted and "tvt mesh erosion" occurred and the device was removed. No additional patient complications have been reported in relation to this event.

Event description:
Additional information received indicated that there was a "bleeding extrusion of mesh right sulcus. Three surgeries one year apart." Patient status was reported as "ongoing." No additional patient complications have been reported in relation to this event.